Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is experiencing "fatigued midway through exercise". The leadless implantable pulse generator (ipg) was reprogrammed to mitigate fatigue but symptoms still persist. The ipg remains in use. No further patient complications have beenreported as a result of this event.